Manufacturer narrative:
Follow-up # 1: date of submission 10/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: the data from the date of the complaint had been overwritten due to continued use of the pump. There were no pump reboots observed in the current black box history. During a visual inspection of the pump, the battery compartment was observed to be cracked along the left side of the bumper pad. A pump case crack was observed near the upper right corner of the display lens. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The returned battery cap threads were found to be damaged. It was unable to be secured to the pump; intermittent power was confirmed with returned battery cap. A test cap was used to complete the investigation. The returned battery cap contact was within specifications. There was no moisture found inside the battery compartment. The pump was exercised for 24 hours using a test battery cap with no interruptions occurring. Unrelated to the original complaint, the audio bolus button was found to be damaged but responded appropriately to user presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, reporting an intermittent power issue. Reportedly, the battery compartment was cracked and the yellow o-ring of the battery cap was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.